Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Device model 7298 is not approved in the us; however it is similar to us devices approved under PMA: p1010031.

Event description:
It was reported that the battery of the device depleted before expected time (less than 3 years). The device was explanted and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.

Event description:
It was reported that the battery of the device depleted before expected time (less than 3 years). The device was explanted. There were no patient complications reported as a result of this event.